Manufacturer narrative:
Date sent: 08/08/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was pre-fired by the scrub-tech and it locked in the closed positon. A second device was opened and the same thing occurred. A third device was opened and worked fine. There was no adverse consequence to the patient.